Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. In (B)(6) 2006, a taxus express2 stent was implanted in the proximal left anterior descending artery (lad). It was noted that the stent was well positioned and apposed in the lesion. In (B)(6) 2011, the patient presented with chest pain and in-stent restenosis was discovered in the previously implanted taxus express2 stent. The physician attempted to treat the restenosis with a 3.0x23mm promus stent; however, when the physician tried to advance the stent delivery system (sds) to the 99% stenosed, severely tortuous and moderately calcified lesion the device was unable to cross the lesion. The physician was able to advance a 2.5x15mm apex balloon along with a 3.0x15mm nc quantum apex balloon to the lesion to successfully treat the in-stent restenosis. No additional patient complications were reported and the patient's current condition is stable.